Event description:
It was reported that a patient saw an eri message while charging about 2 weeks ago. It was noted that last night while watching tv the patient felt stimulation ¿peaking and then sputtering to a lower level¿. It was mentioned that the patient fell in the snow ¿about a month ago¿.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3487a-33, lot# j0309665v, implanted: (B)(6) 2003, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 377760, lot# n0030216, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare professional or manufacturer¿s representative. It was noted that the patient had an appointment on (B)(6) 14.